Manufacturer narrative:
The subject device was not returned to olympus for evaluation yet. So olympus could not determine the cause of this phenomenon. However, the user facility believed excessive force was applied to the loop wire. It was also reported that the user facility set the output settings of the subject device much lower than recommended. When the user facility tried to remove the prostate tissue, the loop wire might fall inside the patient's bladder because of mechanical excessive force to it. Olympus retrained the user facility to the correct output settings of this device. The instruction manual of this device already mentions that an operator use the lowest appropriate output level to achieve the desired effect. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility used the subject device with the loop electrode during transurethral resection in saline (turis). The loop wire at the tip of the electrode broke off and fell inside the patient's bladder when the user facility applied excessive force by pulling it through the prostate tissue. The user facility retrieved the fallen loop by unspecified way and it did not remain inside the patient. Olympus was informed the output setting of the subject device was much lower than recommended. It was not reported whether the user facility completed the procedure. There was also no report of patient injury except the loop wire fell inside the patient.